Event description:
A hospital in (B)(6) reported via our distributor that water leaked from an mr290v vented autofeed humidification chamber when it was connected to a water bag. This was noticed before patient use.

Event description:
A hospital in (B)(6) reported via our distributor that water leaked from an mr290v vented autofeed humidification chamber when it was connected to a water bag. This was noticed before patient use.

Manufacturer narrative:
(B)(4). Method: two complaint mr290v chambers, which have the same lot numbers, were returned to fisher & paykel healthcare in (B)(4) for inspection. Both chambers were visually inspected. Results: visual inspection revealed that both chambers were cracked from the ports and stretched to the base of the domes. A lot check revealed three other complaints of this nature for lot number 101019. Conclusion: we were unable to determine what caused the problem observed by the hospital; however, it is most likely related to damage from transportation or storage of the device as the fault was detected shortly after the hospital started to use the chamber. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.